Event description:
It was reported by service report that the emergency CPR release was not working. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
CPR release out of adjustment, CPR released readjusted.